Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary reconstruction breast surgery with a unknown size unknown gel implants on both sides and experienced bilateral capsular contracture; baker grade unknown postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number smpx490; serial number (B)(4) on the left side, and with catalog number smpx490; serial number (B)(4) on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right capsular contracture; baker grade unknown if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number:(B)(4).

Event description:
It was reported that a (B)(6) female patient underwent primary reconstruction breast surgery with a unknown size unknown gel implants on both sides and experienced bilateral capsular contracture; baker grade unknown postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number smpx490; serial number (B)(4) on the left side, and with catalog number smpx490; serial number (B)(4) on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.